Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "coating of the insertion tube was peeled off" was presumed to have been due to the stress of repeated use, external factors, or handling of the device. The instructions for use (IFU) state the following regarding the suggested phenomenon: instructions, operations manual describes how to inspect the subject events in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿ as below. ¦ inspection of the endoscope 1 inspect the control section and endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 2 inspect the boot and the insertion section near the boot for bends, twists, or other irregularities. 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. 4 holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section. Confirm that no objects or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had a pinhole in the forceps channel. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and found the coating of the image guide serpentine was peeling off (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to a pinhole on the channel tube the water tightness was lost, due to a pinhole on the bending section cover rubber the water tightness was lost, no electrical continuity due to damage on the distal end, the adhesive on the bending section cover rubber had a chip, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the connecting tube had a dent, the image guide protector had a scratch, the control unit had a scratch, the suction cover had a scratch, the switch box had a scratch, the grip had a scratch, the angulation lever had a scratch, the up/down plate had a scratch, the universal cord had a scratch, the scope connector had a scratch, and the scope connector cover unit had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.